Event description:
The pt was a poor surgical candidate, so the decision was made to attempt stent placement. The physician removed the premounted stent from the delivery system and hand-crimped it onto another balloon catheter. The attempt to advance the device to the target lesion site in the circumflex artery was unsuccessful. As the stent and balloon catheter were withdrawn, the stent embolized in the left main coronary artery. Retrieval attempts were unsuccessful. An add'l balloon was used to compress the stent against the vessel wall. Subsequently, the left anterior descending artery occluded. The pt had a myocardial infarction, was intubated and placed on an intra-aortic balloon pump. The pt arrested and was successfully cardioverted. A temporary pacemaker was placed. There were no add'l clinical, sequelae reported relative to the event and the pt's condition was reported to be stable.